Manufacturer narrative:
(B)(4).

Event description:
The patient had three complete se stents implanted in the right sfa. Approximately 35 months post index procedure, the patient suffered high grade stenosis of the right sfa, which was treated 3.5 months later with 2 inpact pacific balloon catheters and thrombectomia with a turbohawk device. The investigator has assessed that the event was not related to the study device, procedure or paclitaxel. The event was resolved.